Event description:
The customer reported that the scope was used in a procedure and then set on a counter for sixteen hours without being cleaned. The device was then cleaned and reprocessed. The customer asked that olympus evaluate the scope to ensure it is safe to use as it was not reprocessed per the instruction manual at the facility. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the device was reprocessed with a different procedure from the instruction manual. In addition, there was a deep dent and scratches on the distal end plastic cover, the adhesive on the bending section cover was cracked and discolored, there was old glue around the objective and light guide lenses, there were minor scratches on the insertion tube, there was minor rust on the customer label on the scope connector, there was play in the control knob, and the labels had minor peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the facility staff were less trained in reprocessing and/or device handling in accordance with the instructions for use (IFU_. The IFU (reprocessing manual) specified about insufficient reprocessing and reprocessing to be performed immediately after procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.